Manufacturer narrative:
Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient has a possible problem with the implantable neurostimulator (ins). The ins was removed on (B)(6)( 2013 but the lead and extensions were left in the patient, and x-rays confirmed that wires were still in the patient. It was unknown why the ins was removed. Additional information was received indicating that it was unknown if there was a greater than 50% or greater symptom reduction. The patient had pain at incision site. As part of troubleshooting there were CT scans, x-rays, and local medicine used. The ins was explanted and the patient recovered without permanent impairment.